Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned to the manufacturer, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and a cosmetic depression.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately seven months after device implant. The cause of death was requested and will not be received.